Event description:
It was reported that the patient fell asleep while charging and woke up to a burn on site of implant. It was noted that the burn site was tender and has a scab.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.